Event description:
It is alleged that the 250cc painpump2 infused .25% plain marcaine in 24 hours following ankle surgery in 2002. The pt was seen by their surgeon four days post-op and was reported as "doing pretty well"; no additional treatment was needed at that point in time. The patient reported that they went to the emergency room 4 days later because they were experiencig heart palpitations and manic depressive symptoms. The pt reported that their blood pressure was elevated and cardiac medication was prescribed. The pt also reported that they saw an internist and was told that they had "classic symptoms of toxicity." Whereas their surgeon stated in a fax, "even if this dumped in on a bolus it wouldn't be a toxic dose."

Event description:
It is alleged that the 250cc painpump2 infused .25% plain marcaine in 24 hours following an ankle surgery in 2002. The pt was seen by their surgeon four days post-op and was reported as "doing pretty well"; no add'l treatment was needed at that point in time. The pt reported that they went to the emergency room 4 days later, because they was experience heart palpatations and manic depressive symptoms. The pt reported that their blood pressure was elevated and cardiac medication was prescribed. The pt also reported that they saw an internist and was told that they had "classic symptoms of toxicity." Whereas their surgeon stated in a fax, "even if this dumped in on a bolus it wouldn't be a toxic dose."